Event description:
It was reported that according to the customer, the pt was monitored with the above mentioned pt monitor while an event occurred at around 06:10 am, during which the pt expired. The customer reported that the pt was being monitored for the entire night and all data was available at the central. The database of the old mvws (multiview workstation) does not contain any data for the time between (B)(6) 2009:54:32 am until (B)(6) 06:16:16:08 am. Also, the pt monitor does not contain any trend data. At the time I arrive all alarms were disabled. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.